Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation flow: damage/device interaction. Visual inspection: the va lockscr ø2.7 head 2.4 self-tap l30 ta (p/n(B)(4), lot 2l28884) was received with the two most proximal shaft threads, various threads along the rest of the screw shaft, and the screw head threads significantly stripped and damaged. Functional inspection functional testing could not be completed as the mating plate was not received for evaluation. However, the damaged threads of the returned screw can cause the inability to lock to plates or supports the reported complaint condition of unable to lock. Dimensional inspection: drawing: 2.7mm va locking screw 02_211_008 rev c, result: the dimensions are conforming, measurement device: om147. Document specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the va lockscr ø2.7 head 2.4 self-tap l30 ta (p/n 04.211.030s lot 2l28884) as the two most proximal shaft threads, various threads along the rest of the screw shaft, and the screw head threads were significantly stripped and damaged. The damaged threads of the returned screw can cause the inability to lock to plates or supports the reported complaint condition of unable to lock.. No definitive root cause could be determined. It is possible that cross threading or excessive/over torque was used during insertion. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: sterile. Part: 04.211.030s, lot: 2l28884, manufacturing site: (B)(4), supplier: früh verpackungstechnik ag, release to warehouse date: nov 13, 2018, expiry date: nov 01, 2028. A manufacturing record evaluation was not performed, as it's not needed based on the reported issue (screws couldn't get locked in the plate). Unsterile. Part: 04.211.030, synthes lot: h751724, supplier lot # na, release to warehouse date: oct 09, 2018. Manufactured by synthes monument. No ncr's were generated during production. Device history review. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the patient status outcome was stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device history review: part/lot combination are unknown at synthes gmbh, no DHR review possible. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent osteosynthesis surgery for the distal humerus fracture with the va distal humerus plate and the va locking screws (40 mm). When the surgeon inserted the first screw, the screw didn¿t lock a plate and it slipped. The surgeon inserted another screw, but the screw didn¿t lock either. When the surgeon inserted a longer screw (42 mm), it could lock, and he finished the surgery. The surgery was delayed by less than 30 minutes. Concomitant device reported: unk - plates: trauma (part# unknown, lot# unknown, quantity# 1). This is report 2 of 2 for (B)(4).